Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced resolving the issue. Stimulation therapy was restored post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.